Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive, however, no further information was obtained as customer declined troubleshooting for this issue with tandem technical support. Additionally, it was reported that the cartridge was leaking from the septum. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 100-250 mg/dl.